Event description:
The incoming a/c power connector for this device is not secured appropriately to the circuit board and case. As a result, the soldered connections for the power connector on the circuit board are subject to unnecessary stress, and subsequent failure. The 120vac power connector has tabs on it with pre-drilled holes to fasten it to the case, however, no fasteners are used, thereby transmitting any stress on that connector directly to the solder connections on the circuit board.